Event description:
The report stated that during use for laparoscopic rectum procedure, there was oozing occurring from the seals. Another device was opened and used to complete the procedure. The generator was set at 2 bars. There was no tissue damaged. The re-grasp alert, indicating seal was incomplete, was on and off during the procedure. However, there were end tones (indicating a completed seal) during the times when no re-grasp alarm was going off. This caused the procedure to be extended by more than 30 minutes. The tissue/vessel type being sealed when the problem occurred was the ima, adipose tissue.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.